Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device was replaced with manufacturer device. It was indicated that patient's device was tested in the health care provider's office and was noted as died battery. The health care provider thought to be time and the battery was depleted,since it was placed in 2006. The electrodes were checked at the time of replacement, 1 ,2,3 intact and no response on 0.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient had a battery replacement the week prior to (B)(6) 2015 due to battery failure. The hcp could not provide any additional information. The root cause of the replacement was related to a therapy/device complaint. The revision occurred and there were no allegations of system use issues during the revision. It was unknown if the patient recovered completely. There were no reported symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, troubleshooting performed, or cause was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.